Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation- single leaflet detachment (slda) appears to be related to pre-existing patient anatomy. The reported image resolution poor was due to dilated heart chambers. Unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet, thickened, tethered leaflets, enlarged ventricle and post partial lung resection for a mitraclip procedure. During the procedure, mitraclip was implanted on the central side of anterior and posterior leaflet 2 (a2/p2) and second mitraclip was implanted on lateral side of anterior and posterior leaflet 2 (a2/p2). After the release of clip, it was determined that single leaflet device attachment has occurred and leaflet was only attached to the anterior leaflet and chordae, and it was no longer attached to the posterior leaflet. A third mitraclip was implanted to stabilize the slda. Per the physician, slda was due to difficult imaging, thickened leaflets, restricted leaflets and enlarged heart. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.